Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device heard tones being emitted and went to the hospital. Interrogation of this device revealed that it had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device is expected to be explanted at a later date. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Despite numerous attempts, it has not been able to be confirmed if this device has been explanted and will be returned for laboratory analysis. As of today our records indicate that it remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.